Event description:
It was reported that the surgeon attempted to insert a three piece silicone lens and a haptic tore, as the lens was advancing in the injector. No patient contact. Customer prefers to use the cq cartridge which is not recommended for this lens.

Manufacturer narrative:
Evaluation results- (other) visual inspection of the returned product showed that a haptic was torn off, and there was a clear surgical residue on the lens.